Event description:
It was reported that during a total lap hysterectomy procedure, the valves of the trocars were sticking open causing air to leak around the instrument. New trocars were used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 12/04/2008. Info anticipated, but unavailable at this time.